Manufacturer narrative:
The field service engineer (fse) found the gear pump pressure was low. The fse replaced the gear pump head, adjusted the water pressure and performed an instrument check. The customer has had no further issues since the service visit. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter questioned results for multiple patient samples tested for multiple tests on a cobas e801 module. The customer repeated "some" samples on a different module and the results were different. "Some" of the initial results had been reported outside of the laboratory and corrected reports were issued after repeat testing. Based on the data provided, discrepant results were identified for 1 patient sample tested for elecsys anti-hbs ii (anti-hbs ii) and 30 patient samples tested for elecsys hcg + beta test system (hcg + b). Sample ID (B)(6) initial anti-hbs ii result was 591 iu/l. The sample was repeated twice with results of 2.00 iu/l. The following are examples for 2 patient samples tested for hcg + b: sample ID (B)(6) initial hcg + b result was 2062 miu/ml. The sample was repeated twice with results of 7844 miu/ml and 8188 miu/ml. Sample ID (B)(6) initial hcg + b result was 7406 miu/ml. The sample was repeated twice with results of 94026 miu/ml and 100860 miu/ml. The repeat results were believed to be correct. The hcg + b reagent lot number was 513851. The expiration date was not provided. The anti-hbs ii reagent lot number was 535847. The expiration date was not provided.

Manufacturer narrative:
Na.